Manufacturer narrative:
Unit passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; however, during testing, an unexpected pump history crc failed. Some of the recorded pump history data is missing occurred. Upon further review of the unit's interior, there were slight traces of previous moisture presence on the back of the lcd display. The motor was tested outside the unit, and it passed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they can not connect either transmitter or blood glucose meter with insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.